Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for like products reporting. Regarding serial number - (B)(4): the event being reported involved one patient and two iols with two outcomes: first outcome was intra-operative explantation; second outcome was capsular rupture and vitrectomy. The manufacturer was unable to determine which device contributed to which event/outcome. Therefore, per FDA MDR guidance document, 08-nov-2016, section 2.9, the manufacturer is submitting a separate report for each device potentially involved in the event. This report is the second of the two separate reports. Please see MDR 3006723646-2019-00003 for the first report. Parts of the device were returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip and was not returned. The slider could advance fully. The cartridge was deformed at the tip. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From the investigation, it is believed that this issue is not product related. Risk analysis conducted on the product line and failure code are noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
After cataract extraction and implantation of the iol, the surgeon noted a break of the proximal haptic. Explantation of the defective iol and re-implantation of the substitute iol led to a break of the distal haptic of the new iol. The renewed re-explantation resulted in the rupture of the posterior capsule. After anterior vitrectomy, the patient was treated with a sulcus-fixed iol.